Event description:
It was reported that the patient experienced full body tremors that began in the arms and legs. The patient suspected that the tremors were worsened by the stimulation. It was stated that the patient had not experienced trauma that may have contributed to the tremors, however it was noted that the episodes coincided with high stress at college and changes in medications, and suspected epileptic episodes. However, the patient was ultimately diagnosed with restless leg syndrome, and an increase in pre-existing conditions. The patient underwent a revision procedure in which the implantable pulse generator (ipg) of the spinal cord stimulator (scs) was replaced to allow for magnetic resonance imaging (MRI) capabilities.

Event description:
It was reported that the patient experienced full body tremors that began in the arms and legs. The patient suspected that the tremors were worsened by the stimulation. It was stated that the patient had not experienced trauma that may have contributed to the tremors, however it was noted that the episodes coincided with high stress at college and changes in medications, and suspected epileptic episodes. However, the patient was ultimately diagnosed with restless leg syndrome, and an increase in pre-existing conditions. The patient underwent a revision procedure in which the implantable pulse generator (ipg) of the spinal cord stimulator (scs) was replaced to allow for magnetic resonance imaging (MRI) capabilities. It was additionally reported that the device will not be returned as it was disposed of by the facility.